Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured february 14, 2013 ¿ february 15, 2013. Evaluation summary: baxter received the unit for evaluation. Visual inspection revealed no evidence of a missing tip or components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was missing a blue winged luer cap (blue tip). This was identified before use. There was no patient involvement. Additional information was requested and is not available.